Event description:
Clinical adverse event received for pain. Abnormal xray: evidence of aseptic loosening and migration of the tibial component. Event is serious and is considered moderate. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2020, date of event: (B)(6) 2022, date of revision: not provided, (left knee). Treatment: revision of the tibial and insert components.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available xrays images were reviewed. Complaint cannot be confirmed. No loosening condition was observed on depuy's device. Based on the provided evidence, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records, operative notes and clinical notes reviewed indicating that "on (B)(6) 2020, patient received uneventful bilateral total knee replacements, using depuy sigma rp components, to address end-stage bilateral knee arthrosis and pain. There were no reported intraoperative complications associated with either knee. On 03/10/2022, patient presented in clinic with increasing left knee pain, walking difficulties, left knee effusion, and varus knee instability. Radiographs revealed left knee subsidence and varus alignment of 7 degrees, changed from immediate post-op x-rays at primary. A knee aspiration was performed to send fluid for synovasure testing. Plan to revise the left knee, either the tibial tray and insert if aseptic loosening, or a two stage revision if septic. On (B)(6) 2022, synovasure results were negative, indicating that the patient appears to have aseptic loosening of the tibia component."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The clinical notification confirms that a knee revision did occur on (B)(6) 2022 to address the aseptic loosening of the tibial tray, with reported osteolysis as well.database indicates that the tibial tray and insert were revised, with femur and patella components having been retained.